Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues on the day of the event that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. While the actual device was not available, the reported condition has a nonconformance opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had over-infused during patient infusion. The patient was receiving an oxytocin infusion that over infused by 19ml. This over infusion was confirmed by the use of a baxter buretrol set (initially filled with 125 ml) which had 85ml remaining in the burette, where as the pump indicated that 104ml was the remaining volume to be infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.